Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display. Pump received with cracked case battery tube and cracked case corner of belt clips rails noted. The test reservoir stay locked in place noted.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.